Manufacturer narrative:
The prograsp forceps instrument was found to have a frayed grip cable at the grip hub axis 7 at the distal end. Some of the cables were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the customer experienced an intra-op malfunction. The prograsp forceps was not moving in the right direction. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the prograsp forceps instrument; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined.